Event description:
It was reported that during the implant procedure, the physician was unable to extend and retract the helix initially. At implant there was an impedance of 7300 ohms. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found; however, there was blood in/on helix/lobe mechanism noted.